Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. The insulin pump had scratches on the lcd window, cracks on the display window corners, cracked battery tube threads, cracked reservoir tube lip and the numbers did not ramp up on their own or the scroll bar did not move without input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 476 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer stated that the insulin pump was exposed to moisture via sweat as the weather was hot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.